Event description:
It was reported that a dual lumen bard 5f PICC line secured with securacath had a "piercing" in ICU.

Manufacturer narrative:
On (B)(6) 2013, a box was received containing the catheter that had the piercing. The securacath device used was not returned. The catheter was disinfected with cidex solution by flushing the lumens and then submerging it in the solution. During flushing, it was confirmed that the red lumen in the catheter leaked. A ruptured in the catheter could also visibly be seen starting at the -2 cm mark and extending just past the 3 cm mark. Once the catheter was disinfected the ruptured section was cut out from the catheter and taken to a materials evaluation lab for analysis. The catheter section was coated with a gold/palladium alloy prior to viewing under an electron microscope to increase the resolution of the fracture surface. The analysis showed evidence of the shaft lock on the securacath device. Instead, the catheter was pinched between the cover and base of the device. Per the securacath IFU, clinicians are instructed to verify that the catheter is in the center channel prior to snapping on the cover.